Event description:
After insertion of the implant, during the removal of the ridgidfix btb sleeve, it broke. The broken piece of the sleeve was left in the patient's lateral femoral condyle. The surgeon believes the broken piece is subcortical and will not cause any problem. Reported no patient injury as a result of this situation. If this were to recur it could potentially result in intervention being required at the time of the event to prevent patient injury.